Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported leaky trocar valves during surgery. There was no harm to the patient. There are no patient identifiers available. There is no product sample available for this report.

Manufacturer narrative:
No sample has been returned for evaluation; therefore, the condition of the product could not be verified. A review of the related device history records for the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The root cause for the customer's report could not be determined. (B)(4).